Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was experiencing multiple repeated refrigerator and cubie failures. The field service engineer (fse) powered down the station, removed the side panel on the remote manager, replaced the latch, resecured the side panel, and powered the station back on. The customer inventoried the entire refrigerator to verify proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was having multiple repeated refrigerator and cubie failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.